Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving lioresal 2,000 mcg/ml at 510 mcg/day via an implantable infusion pump. It was reported that the patient was in the hospital and needed a refill. The patient was having seizures. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The company representative was not aware of any diagnostic or troubleshooting performed. A refill was performed on (B)(6) 2016. It was unknown if the issue was resolved at the time of report. They were not sure if seizures were due to the pump. The patient's status at the time of report was alive - no injury. No surgical intervention occurred or was planned. The event date (B)(6) 2016 (month and year accurate) was reported. Additional information was received from a healthcare professional. It was unclear whether these were true seizure episodes. The pump was refilled after the alarm time; however the patient still had medication in the pump. It was unknown what actions/interventions were taken to resolve the patient's seizure as this happened before the patient's arrival to the clinic. It was unknown if the seizures resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.